Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, the health hazard analysis and the system hazard and user misuse analysis. The DHR (device history review) for sterrad 100s system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100s did not reveal a trend for h2o2 skin contact. Trending analysis for h2o2 skin contact issues associated to the sterrad 100s was considered a low trend. The hhe (health hazard analysis) relating to exposure to h2o2 contact is considered none/ negligible. The severity of an injury is considered limited (transient, self-limiting illness or minor injury). The shuma (system hazard and user misuse analysis) is reported to be a category 1 or "broadly acceptable risk." It was reported that there moisture was observed on the load after the sterilization process. The sterrad 100s was inspected following the incident with no abnormalities found.

Manufacturer narrative:
Concommitant devices: (laparo forceps, digital dial comparator light scope tube, liga sure code, bipolar code, electrode knife code, liga sure, long and short electrode scalpels) - plastic sud, plastic/metal case, instillator bottle, endretract- parts and serial #s unknown. The IFU states the following: warning! Hydrogen peroxide is corrosive concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle. Per the IFU, all items must be cleaned and thoroughly dried before loading into the sterilizer. Loads containing moisture may cause cycle cancellation.

Event description:
A healthcare worker (hcw) experienced h2o2 contact on the hand when the hcw was removing the pouch from the sterrad 100s sterilizer after a completed cycle. The hcw washed the site with soap and water and sought medical attention from a dermatologist. The physician treated with ointment and wrapped the burn site with bandages. The patient fully recovered within six days. The hcw was not wearing ppe.